Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Patient was admitted to the hospital and diagnosed with ketoacidosis. Patient was removed from the pump, and placed on an IV of insulin. Patient was released 3 days later. Patient went back on the pump immediately after leaving the hospital. Patient is currently feeling extremely sluggish and tired because his blood glucose reading is 523 mg/dl. Patient maintained his pump was not delivering properly and this caused the high readings. A request was made for the return of the device.